Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic right colectomy, while being applied at the colon, there was bleeding post operative, believed to have been due to the staple line. Length of stay 5 days longer than average. Patient was observed until bleeding stopped. No additional injury. No unanticipated tissue loss. The incision was not extended. There was no additional damage.